Event description:
It was reported that the user requested a bolus of 0.73 units; however, the pump delivered a bolus of 25 units. The customer's blood glucose (bg) level subsequently decreased to 68 mg/dl. Customer was transported to the emergency room and upon being admitted to the hospital, customer was treated with 12 units of levemir. Customer was discharged the same day with no injury and bg had stabilized. Customer received a replacement pump and resumed pump therapy.